Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The vessel sealer extend (vse) instrument was found to have a grip ring dislodged. The screw head was loose inside the housing. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The grips did not open. The dislodged grip ring likely caused the grips to not open. The grip open lever was not functional. The grip ring moves freely up and down grip the grip drive adapter. The instrument exhibited imprecise motion during gripping and ungripping test. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The grip tips moved within the joint limits and in the commanded direction, however a lag or delay in the motion that was observed. The jaws failed to open properly. Advanced technical review (results): a review of the information associated with this event has been performed by post market failure analysis engineer (fae). The following additional information was provided: the vse instrument was used for under 2 minutes and only installed once and passed homing once. No cut complete events were seen. No further errors were observed.

Event description:
It was reported that during a da vinci-assisted gastrojejunostomy surgical procedure, the vessel sealer extend (vse) instrument was installed on universal surgical manipulator (usm) 4 and the surgeon could not get the jaws of the instrument to open. Use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.